Manufacturer narrative:
H6 medical device problem code revised.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d primary UDI, catalog and serial number have now been updated. H10: added related device report number. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of failure to advance was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (stenosis). The cause of pd-catheter-(twist, bent, kinked) was most likely patient condition related since the patient had difficult anatomy of vasculature (stenosis).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp device was inserted via the right axillary artery in an 82-year-old female patient presenting for high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. Due to small axillary vessel size, the decision was made to place impella cp. Multiple attempts were made to place the impella cp, but the device could not be delivered due to anatomy. Upon removal of the first pump, a kink in the catheter was noted, attributed to force applied during placement. The case was aborted with this pump, and a new impella cp was attempted, but again delivery was unsuccessful due to anatomy. Contrast was used to evaluate the vessel and the pump was lubricated, but delivery could not be achieved. The procedure was aborted.the device will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient.